Event description:
Pt in for an out pt surgery. In surgical preparation tourniquet applied for providing a bier block. Tourniquet inflated and was checked by anesthesia within approx one min the inflation was not showing on the tourniquet display. Operating room staff pushed power button. Tourniquet did deflate. Anesthesia elected to do general anesthesia and surgery began. Pt recovered from surgery w/o issue. No pt injury.